Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample and a photo were returned to the manufacturer for evaluation. The reported failures balloon rupture and detachment of device or device component can be confirmed. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model u357556 035 pta catheter allegedly experienced circumferential balloon rupture and balloon detachment. This information was received from one source. The malfunction had patient involvement but the patient had no consequences. The patient's age and sex was unknown.